Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture requested on sep 10, 2024. It is not possible to determine the lot number or catalog through the photos provided. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation and crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.